Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. (B)(4). The sample was tested for leakage at 10 psi per specification and failed. There was leakage observed from the bonded joint of the top cap and tubing of the pump housing assembly. The defect was confirmed and attributed to the cap not being seated correctly on the tubing. Bbmi determined the most probable root cause of the leakage was due to an angled cut in the tubing, which led to the cap not being fully seated. A supplier corrective action notice (scan) has been issued to the manufacturer of the tubing in order to further investigate issues related to irregular or angled cut tubing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: event 2: after spiking the unit of blood and priming the intravenous (IV) line, the anesthesiologist began pumping the tubing with his hand at the "hand pump" site. When he did this, blood leaked out of the top of the hand pump site.